Event description:
Boston scientific received information that this lead had high thresholds and impedence values. The lead was found to be dislodged due to a loose suture sleeve that was not attached to the tissue. The lead was explanted. No adverse pt effects were reported.